Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer intended to follow up with technical support to reset the pump when ready and ensure the cartridge had enough insulin.